Event description:
Procedure: tep. Reportedly, the electro-cautery device touched the balloon and then the balloon broke. It is not known if the balloon pieces fell into the surgical cavity but they were all retrieved.